Event description:
It was reported that during a ptca/stent procedure, a stent did not completely expand during deployment, leaving a focal 'waist' in the mid section of the stent. The vessel to be treated was a native lad, and the pt had undergone previous cagb. The lesion, described as a long stenosis in the proximal to mid lad, was pre-dilated using another company's 3.0x30 dilatation catheter. During deployment, the pressure was gradually increased to 16 atm to resolve the waist in the middle of the stent, however, it did not expand. The stent delivery system (sds) was deflated and pressurized a second time to a maximum pressure of 20 atm. It was reported that significant resistance was encountered while attempting to withdraw the sds. The guiding catheter was deep seated to the waisted portion of the stent, and the sds was pulled out of the stent. The stent was post-dilated using another company's 2.0mm and 3.0mm dilatation catheters, resulting in optimum apposition of the stent to the vessel wall. No pt injury was reported.